Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit. The fse reported that to fix the issue they replaced the tubing assembly and helium tank valve. Additionally, the upper display, o-ring, special seal were replaced as precautionary service and taken from customer stock. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received part number 0366-00-0092 and 0004-00-0103-03 with a reported unit failure of a helium leak in the hospital cart. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. No failure confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure.

Manufacturer narrative:
Other event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that during scheduled pm service the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient harm or injury reported.